Manufacturer narrative:
Manufacturing year is 1999. (B)(4). Field service specialist (fss) visited the site and upon arrival was unable to duplicate lock up issue, although there was a slit motor failure during hyperopia calibration. Fss powered down the laser to reseat cables in dc box, when system was powered back it would only turn on every other attempt. Fss performed check on the hard drive and cleaned all corrupted files, after that fss powered the laser on and off for approximately 10-15 times with no more issues. Lock up was probably caused by corrupted files. Fss replaced the parts and performed all necessary calibrations and system meets specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that with 8 seconds remaining on the right eye treatment the laser locked up (froze). The system was shut down and rebooted, but it would not start up. Technician re-booted system a second time and system appeared operational however the patient procedure was not completed the same day and was re-scheduled. It was mentioned that the surgeon plan of action is to obtain a new wavescan measure and treat accordingly. No other complications reported.